Event description:
Several files separated, though specific info on each case would not be provided. In some cases the separated piece was retrieved and on others the canal was filled with the separated piece in place.